Event description:
The reporter was calling as a caregiver. She stated that she observed the meter user do back to back blood glucose tests, within ten minutes, using separate fingersticks. His results were 247, 66 and 107 mg/dl. He did not have any symptoms. A control test of 121 mg/dl was in range. The reporter stated that there is no problem with sample size or coverage. The lifescan representative gave training on cleaning the meter. On followup the reporter stated that they are satisfied with the results since the training.